Event description:
It was reported that after 11 minutes, the surgical fiber failed. The case was completed using a second fiber. No additional details were provided. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's metal and glass caps were found to be detached; the fiber broken proximal to the fiber/cap fusion zone; the metal and glass caps were not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. This issue may cause a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.